Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation caused by the lifevest. The irritation was described as itchy skin under the electrodes and garment shoulder elastic as well as blisters. The patient consulted his physician who changed the dressing on the irritation. Follow-up indicated that the patient was taking benadryl and that the irritation was still present. The current medical condition of the irritation is unknown.